Manufacturer narrative:
The root cause of this complaint was not determined. The reported information indicates that the probable root cause of the dislocation is related to patient contraindications with respect to the use of the eleos limb salvage system. Based on the review of device history records, the investigation concluded that the root cause of the reported dislocation and perioperative joint infection was not related to the design, manufacture, and/or sterilization of the revised eleos devices.

Event description:
It was reported by (B)(4) an onkos sales representative, that a 75-year-old female patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2024 due to a dislocation where the patient jumped the post of the eleos tibial hinge & poly spacer out of the tibial baseplate; an alleged periprosthetic joint infection was also reported. The surgeon, doctor weinschenk, performed a poly swap and increased the size of the poly spacer from 8mm to 12mm during the revision